Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-nov-2017 with the following findings: during investigation, the up arrow keypad button was responsive to user input. The keypad was removed to find no damage to the button contacts or keypad flex cable. The pump was opened to find no damage to the keypad connector or keypad flex cable. The keypad connector latch was secure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.